Event description:
This is 2 of 3 reports and is related to mfg number 3003249645-2026-00006: a facility reported that a burn occurred on a patient during a laparoscopic repair of abdominal wall hernia associated with an umbilical hernia, with mesh placement, involving the handle cev10395r dia 5mm ang w/o ratchet (cev10395r). The patient sustained a superficial burn, which has resulted in a small scar. The healthcare facility provided local care and monitoring of the patient, and the medical device was quarantined. There was no report of an increase in surgical time.

Manufacturer narrative:
The handle cev10395r dia 5mm ang w/o ratchet was returned for an evaluation. The device history record (DHR) could not be reviewed because no data was available corresponding to the year of manufacture, 2003. Failure analysis: the investigation findings noted that the complaint concerns the assembly of three parts: the cev10395r handle, batch 09-03, manufactured in 2003 (B)(4); the cev649-5b tube, batch 091102 (B)(4), manufactured in 2009; and the cev625-1 insert, batch 11-04 (B)(4), manufactured in 2004.these three instruments are old. The tube was repaired by an external service provider. During this repair, the metal surface was matted, whereas our internal process normally involves brushing. To prevent any damage to the markings during the repair, the service provider covered them; this practice does not meet integra standards. Upon its return, the tube underwent our electrical testing and passed the test. The handle shows no damage; it was repaired by an external provider because it bears a non-imf marking. The insert exhibited some twisting, but this is unrelated to the initial reported issue and does not affect the current claim. Root cause analysis: despite their age, the instruments show no damage related to the user's reported problem. Inspections revealed no anomalies that could have contributed to the reported incident. Since the instruments were not directly implicated, the burn was caused by user error: the instrument was powered on during handling, and the metal part of the tube came into contact with the patient's abdomen, resulting in the observed burn. The insert exhibits slight twisting: this deformation is consistent with the mechanical stresses that can occur during cleaning cycles or when stored in contact with other instruments. No correlation was found between this twisting and the initial problem reported in the complaint. Integra microfrance (imf) recommends repairs within its factory and cannot guarantee the services provided by an external service provider.